Manufacturer narrative:
(B)(6). Device evaluated by MFR: the journey guide wire was received in three pieces. The guide wire was completely separated 225cm from the proximal end and 38cm from the tip. The middle separated section of the guide wire measured 34cm. Magnified inspection of the fracture surface appear to be consistent with separation due to ductile bending overload. There were numerous bends throughout the guide wire. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the heavily calcified anterior tibial artery. A non-bsc support catheter was introduced together with a 300cm journey guide wire. The physician pushed, pulled and twisted the guide wire too hard into the support catheter and the guide wire split inside the support catheter. The support catheter was removed together with the split wire and was completely removed from the patient. The procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient's status was stable.